Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) had reused single-use supplies. The hp stated that they removed the heater bag and replaced it with another bag. This occurred during use, in fill 1 of 4, while the patient was connected. The technical service representative (tsr) instructed to end the therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.